Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and adenomyosis ("adenomyosis"). The patient was treated with surgery (supracervical hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain and adenomyosis outcome was unknown. The reporter considered adenomyosis and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2015, in right tube device was placed with 2 coils seen extruding after placement. Attention was then turned to the left tube where the device was placed with 3 coils extruding after placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) of 2015: bilateral tubal occlusion. Pathology test - on (B)(6) 2019: present within the endometrial cavity and extending into the right and left fallopian tubes is a t-shaped wire device consistent with the clinical history of essure placement. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and adenomyosis ("adenomyosis"). The patient was treated with surgery (supracervical hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and adenomyosis outcome was unknown. The reporter considered adenomyosis and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2015, in right tube device was placed with 2 coils seen extruding after placement. Attention was then turned to the left tube where the device was placed with 3 coils extruding after placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in november 2015: bilateral tubal occlusion. Pathology test on (B)(6) 2019: present within the endometrial cavity and extending into the right and left fallopian tubes is a t-shaped wire device consistent with the clinical history of essure placement. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.